Manufacturer narrative:
Exact event date is unknown; therefore, event date is approximated.

Event description:
It was reported via social media that a cerebral vascular attack occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. Approximately 3 years post procedure, patient sustained a stroke. No further information is known at this time.